Manufacturer narrative:
Corrections based on additional information recovered. (B)(4).

Event description:
It was reported that right hip revision surgery was performed due to pain and other complications.